Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 27ga 3-1/2in needle hub was damaged. The following information was provided by the initial reporter: it was observed a slight deformation in mandrel, and the needle fitting piece was bent, which didn't allow the correct fit. (Added on 15.apr.2021): customer realized the problem with the needle, only after performing the puncture, and checking for csf reflux. Did not observe before, nor tested the fit of the mandrel with the needle either. The needle was not bent, the problem was only in the mandrel, its angle with the "head" that fits the needle was altered. When customer removed it, realized that it was not straight, even without having forced the needle in the puncture, it was at an angle of about 60 degrees, that is, deformed. When trying to return to inside of the needle, noticed that the fit was slightly impaired, but did not notice any deformity.

Event description:
It was reported that spinal needle 27ga 3-1/2in needle hub was damaged. The following information was provided by the initial reporter: it was observed a slight deformation in mandrel, and the needle fitting piece was bent, which didn't allow the correct fit. (Added on 15.apr.2021): customer realized the problem with the needle, only after performing the puncture, and checking for csf reflux. Did not observe before, nor tested the fit of the mandrel with the needle either. The needle was not bent, the problem was only in the mandrel, its angle with the "head" that fits the needle was altered. When customer removed it, realized that it was not straight, even without having forced the needle in the puncture, it was at an angle of about 60 degrees, that is, deformed. When trying to return to inside of the needle, noticed that the fit was slightly impaired, but did not notice any deformity.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.